Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h4. Visual examination of the returned product/provided pictures, identified the end of the plunger is fractured and missing, the collet feature is damaged. The device shows wear & tear that, indicates repeated use. Optical images of the device fracture surface exhibited river lines and hinge artifacts suggesting, that the device possibly fractured, due to bending overload mode of failure. Review of the device history record(s) identified no deviations or anomalies, during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed, by returned product. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the glenoid sizer handle was broken during a procedure.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.